Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open and cubie was not detected on bus. A field service engineer (fse) addressed a maintenance issue reported for auxiliary half height cubie pocket 5.2 c3, where the customer stated the drawer and pocket had failed. Upon arrival, the customer was guided to recover storage space, and only the pocket was listed. An attempted recovery caused the drawer to open continuously without completing the process. After signing out and closing the drawer, the fse ran the hardware test application and confirmed the drawer responded normally; however, lid pop and pocket release functions failed. The back panel was opened, power was shut down, and all connections were reseated. The drawer was then retested in the hardware test application and all functions tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed to open and there was cubie that was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.